Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Parent reported, and subsequently reported on (B)(6) 2026, that on (B)(6) 2026 the patient required medical intervention involving surgical drainage. The patient had worn the pod on the abdomen between approximately 5 and 24 hours. Parent reported that the patient experienced high blood glucose (bg) up to 24 mmol/l (432 mg/dl) overnight and into the following day. Doing pod removal around lunchtime, the infusion site was red, inflamed and painful. Parent further reported that the patient was taken to the urgent care on (B)(6) 2026, where a skin site infection was diagnosed and oral amoxicillin was prescribed (three times daily for 7 days). The visit duration was approximately an hour. A new pod was applied on the arm, which after bg reportedly returned to target range. Approximately 48 hours later, the abdominal site reportedly progressed to an abscess, resulting in hospital admission on (B)(6) 2026. Surgical wound drainage was performed, and the patient received intravenous flucloxacillin. The patient was released on (B)(6) 2026. The pod was discarded by the parent. The patient was using insulin (fiasp).